Manufacturer narrative:
H11: the actual devices were not returned; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph identified a separation of the tubing from the y- junction. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of at least two (2) one-link y-type microbore catheter extension sets separated from the y-type microbore. This occurred during use on a central line and on a peripheral IV (intravenous). There was no report of patient injury or medical intervention associated with this event. No additional information is available.